Event description:
Customer reported poor image quality, system locked up during a subtraction run, and locked up with a security switch error displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem. Ge rep formatted the workstation hard drive and reloaded software, and reseated circuit boards as a precautionary measure. System operates as intended.